Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Event date: on an unreported date, the patient experienced an umbilical hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the umbilical hernia. Twenty-eight days prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the umbilical hernia. No additional information is available.